Event description:
It was reported that the 9800 system had a check sum error at boot up and there was no image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.